Manufacturer narrative:
The reported complaint was not duplicated but it was confirmed in the diagnostic event log. Cpu board was replaced to prevent recurrence. Unit was checked overall, cleaned, run in tests and functionally tested.

Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician was unable to duplicate the reported issue. However, review of the diagnostic log confirmed the reported backup alarm failed alarm. Resolution and disposition: cpu board will be replaced preventively. Arrival of components is awaited to complete the repair.

Event description:
The international customer reported that during use on the patient, backup alarm failed alarm occurred. The v60 unit was replaced. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Device evaluation: cpu board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in a test ventilator in an attempt to duplicate the reported problem. The test ventilator operated for 2 hours without failures or errors generated. Resolution and disposition: cpu board was removed from the test vent and visual inspection of the audio piezo buzzer (ls1) did not expose any damage, contamination, or cold solder. The cpu board was tested and no failures were identified. The root cause for the customer's report of backup alarm failed alarm occurred could not be identified.